Event description:
Image freezing, disappear during angulation, cmos assy defect. There was no report of patient harm. The time of event is during inspection.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: image freezing, disappear during angulation, cmos assy defect. Objective lens broken.